Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the wrong ids were imported mistakenly. The technical support specialist (tss) identified the issue and directed the pharmacy to remove all medications associated with incorrect item ids from the cabinet and restock it using the correct identifiers. To prevent recurrence and maintain system integrity, the tss initiating corrective actions, including the deactivation of invalid item ids. This will ensure that no longer appear in the cabinet inventory and eliminate the risk of future stocking errors. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, wrong ID were imported. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.